Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had normal operating currents. The insulin pump was monitored and no low battery alert occurred during testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and scratched reservoir tube window.

Event description:
It was reported that the insulin pump battery life was only 3-4 days. The customer was sent a replacement battery cap. No blood glucose reading was given. Nothing further was reported.